Event description:
A piece of the orange coating from the stone basket peeled off while attempting to retrieve the stone from the ureter. The entire fragment of the orange coating was removed immediately without complication.